Manufacturer narrative:
H6- clinical code 4581: significant reduction od irido-corneal angles h6-investigation type 4110: lens work order search- one similar complaint event(s) within associated lots were found. The similar complaint is associated with the patient's fellow eye and is therefore not indicative of a manufacturing issue. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault with significant reduction of iridocorneal angles. On a separate visit the lens was explanted. Cause reported as unknown. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.